Manufacturer narrative:
(B)(4). Batch # p55n10. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the device deploy staples? Yes. Was the staple line complete? Unknown. Were the deployed staples in the proper b form shape? No. Was a leak test performed? Yes. How was the anastomosis damaged? Malformed staples, but don't know if complete.

Event description:
It was reported that during the radical operation of left colon cancer, after fired with audible feedback, found the donuts were incomplete only with 3/4 donuts. Considering safety, the surgeon used suture to repair the anastomosis. There were no adverse consequences to the patient.